Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. Date of event is an approximation. On (B)(6) 2025, the patient¿s cgm was reading 120 mg/dl, and the bg meter was reading 320 mg/dl. The patient was wearing a tandem insulin pump. The patient was shaking and confused. Emergency medical service (ems) was called and then they arrived a bg meter reading was taken, but the specific value could not be recalled. At the emergency room (ER), the patient¿s cgm was reading 200 mg/dl, and the bg meter was reading 400 mg/dl. The patient was treated with ¿manual insulin¿ and an IV insulin drip. The patient¿s insulin pump and sensor were removed. She was discharged after three days. The patient was ¿doing good and okay¿ at the time of report. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid prior to calling ems. The reported glucose values fall within the b zone of the parkes error grid at the ER. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.